Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician tried to screw the lead into the header, however the setscrew went to the side and did not make contact. A setscrew issue is suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.